Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.15 from the base. The broken piece was not returned. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer stated that the harmonic ace instrument was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noted that the issue was identified during the procedure. There was no patient harm or injury. No fragment fall into patient anatomy. The procedure was completed with a backup instrument. The procedure was not delayed due to this issue.